Event description:
It was reported the pt was experiencing sticking of the amplitude buttons on the pt programmer when she tried to change the amplitude. The pt reported the button to increase the amplitude was sticking the most. A replacement programmer was sent to the pt. Follow up identified the sjm rep met with the pt and provided programming with the replacement programmer. It was reported the issue was resolved with the new external device.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.